Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the calcified left anterior descending artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for pre-dilatation but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft break. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the hypotube. The hypotube is separated 70.6cm from the hub. Microscopic examination did not reveal any damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.